Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date - unknown. PMA/510(k) number/ manufacture date ¿ unknown.

Event description:
It was reported a patient enrolled in a clinical study underwent a total left hip arthroplasty on (B)(6) 2006. Subsequently, patient was revised on (B)(6) 2006 due to a fractured femur. No further information has been provided to date.